Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years, six months, seventeen days following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), another tpbv was implanted valve-in-valve for an unknown reason. No additional adverse patient effects were reported.